Event description:
It was reported that an attempt was made to perform cardioversion through the patient's device, but it was ineffective and resulted in fault code (fc) 1004 indicative of a short circuit condition detected during shock delivery. Boston scientific technical services (ts) confirmed that all daily measurements in the lat nxt for shock impedance were normal (approximately 45 ohms). It was suggested to do a system replacement. No adverse patient effects were reported. This lead was capped and replaced.